Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the level sensor was reading full so unplugged level sensor to fill the arctic sun device. After sanitization cycle was completed, sensor was reading correctly. Top card was loose and was missing screw. The unit filled normally, level sensor functions properly, and the input output card would be re inserted to card cage and screw would be replaced. The power inlet module and cca card show signs of and electrical overstress and require replacement. All tank tubing were expanded and requires replacement. During repair no flow was observed during the functional verification, so the flow meter was replaced and functions properly.

Manufacturer narrative:
The reported issue was confirmed. The device was evaluated and the reported issue was confirmed as it was noted that the power inlet module and cca card show signs of and electrical overstress. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the level sensor was reading full so unplugged level sensor to fill the arctic sun device. After sanitization cycle was completed, sensor was reading correctly. Top card was loose and was missing screw . The unit filled normally, level sensor functions properly, and the input output card would be re inserted to card cage and screw would be replaced. The power inlet module and cca card show signs of and electrical overstress and require replacement. All tank tubing were expanded and requires replacement. During repair no flow was observed during the functional verification, so the flow meter was replaced and functions properly. As per sample evaluation results received on 29mar2023, it was reported that the tank tubing such as double bend tube and l shape formed tube were found be expanded. It was stated that the double bend tube and l shape formed tube were replaced.